Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor's rear response button was non-functional. The cause of the non-functional response buttons is the damaged cable. The root cause of the cracked cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor's rear response button was non-functional.